Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent was returned for analysis. Visual examination of the returned device found the deployment hub in position 4 and the stent fully covered and undeployed. Therefore, it was necessary to disassemble the delivery system to identify the torsion (rotational damage) and the sheath was found twisted (outer sheath) and detached from the hypotube. A functional test was also performed by loading the axios device onto the guidewire (jagwire 0.035 in, lot 32757259, upn m00556600), and it did not exit at the nose cone of the device. The guidewire entered about 10.2 in, did not go through because of the twist and detachment founded in the outer sheath. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The IFU cited: procedure: rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope, in this case it was necessary to disassemble the delivery system to identify the torsion (rotational damage) and the sheath was found twisted (outer sheath). A labeling review was performed using windchill. The IFU contains detailed device information and instructions for the device use. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: stent partially deployed. A risk review was completed and confirmed that the event of "device difficult to advance guidewire, stent partially deployed and user error" were defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information found in product analysis, the IFU cited: procedure: rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope, in this case it was necessary to disassemble the delivery system to identify the torsion (rotational damage) and the sheath was found twisted and detached in the handle section. Also, for this reason it was not possible to advance the guidewire through the inner catheter. For this reason, this event is catalogued as "failure to follow instruction" because the problems traced to the user not following the manufacturer's instructions. The reported event of stent partially deployed can be confirmed as this adverse event is known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions), for this reason this event is catalogued as "known inherent risk of device." All compiled information on this investigation determines that the most probable cause is failure to follow instruction.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a drainage performed on (B)(6) 2024. During the procedure, the stent was unable to be deployed. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a drainage performed on (B)(6) 2024. During the procedure, the stent was unable to be deployed. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.